Event description:
Customer reports to have physical damage of insulin pump. Customer states when attempting to mount reservoir, she noticed a crack on insulin pump and reservoir. Customer's blood glucose was 80 mg/dl. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. (B)(4).